Event description:
A ureteral stone lithotripsy was in progress when the metal tip of the electrohydraulic lithotripsy probe came off in the ureter. The surgeon was able to retrieve the tip with no consequences to the pt. The ureter stone was reportedly a very hard type. Another probe was used to complete the procedure.